Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described the area as infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the infection. Follow up indicated that the infection improved.